Event description:
Customer had needle break off in abdomen. Customer had surgery for removal of broken needle.

Manufacturer narrative:
Received further info on (B)(6) 2012 that confirmed that customer had surgery for removal of the broken needle. Eval summary: customer returned (4) 1ml x 8mm x 31g syringes in an open poly bag from lot # 1227043. All received syringes were examined and one out of 4 samples exhibited a broken cannula. Microscopic exam of the returned sample with broken cannula revealed characteristics such as residual bends on the normally circular cross section). When viewed together, these are all indicators of bending/re-straightening mode of failure. Removal of some of the adhesive made this observation more apparent. The shield was also examined for any possible scrapes or cuts related by cannula recapping or improper shielding, however nothing was observed. Complaint cannot be confirmed as a defect. Complaint history check yielded two other complaints for similar condition for the lot reported. Device history review was conducted and no anomalies noted. Quality will continue to monitor on monthly trend reports.